Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the error code e315 was caused by abnormal electrical parts because of water invasion to the device due to the users handling. The root cause of this event was unable to be identified. The event can be detected by following the instructions for use which state: ¿inspection of the endoscopic image.¿ the event can be prevented by following the instructions for use which state: ¿when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. Do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. During inspection and testing, service observed scope error e315 after the device was kept running for half a day. In addition, service found the bending angles were insufficient and the angles had play, due to stretching of the angle wires. The angle control knob was tight, and the down angle torque was out of specification. The leakage check label was discolored. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported scope error e315 was displayed with the subject device. The issue was found during reprocessing. There was no patient or user injury reported due to the event.